Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 490 and 468 mg/dl. Customer was treated with insulin pump . Customer was using auto mode. Customer declined to check air bubbles and leak. Customer was alleging insulin pump for under delivering because customer changed infusion set and still have high blood glucose level. Customer stated that the insulin delivery was not suspended due to sensor glucose and blood glucose level. The insulin pump will not be returned for analysis.